Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have an open conductor. The device was not able to engage in monitoring activities. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. No patient incident was reported. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
On (B)(4) 2014, it was reported that the sensor was defective. No patient incident was reported. On (B)(4) 2014 - additional information received per medwatch form #(B)(4): "pulse ox probe failed to register x two. Happened with two different monitors. Device failed (e.g. Broke, couldn't get it to work or stopped working." Additional information was made available to masimo on (B)(4) 2014 - a phone call was made at 10:00 am pst to the customer. The customer indicated that the issue occurred when they first tried to obtain readings; it did not occur during use. She stated that one sensor was used on two different monitors. The monitor in use for this issue is the ge solar 8000i, with masimo module. The unit was unable to engage in monitoring activities, no patient incident was reported.